Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. One of the grippers got stuck and could not lower during independent and simultaneous attempts at gripper actuation on the leaflets. There was a possible leaflet interaction with one of the grippers. The clip was removed without damage to the valve and replaced. The mr was reduced to grade 1-2. The patient experienced anaphylactic shock without any direct link with the devices. Per the physician, the medication administered resulted in anaphylaxis.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported gripper actuation issue appears to be related to the reported difficult or delayed positioning associated with clip interact with anatomy. However, a cause for the reported interaction cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.